Manufacturer narrative:
(B)(4).

Event description:
It was reported "guide wire showed flaking (broke) at the time of removal.". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned a single guide wire and the product lidstock for evaluation. No signs of use were observed. The guide wire was observed to have a kink towards the distal end, a bend towards the proximal end, and many offset coils. The distal j-bend was misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire was located 429mm from the proximal tip. The bend in the guide wire was located 37mm from the proximal tip. The overall length of the guide wire measured 454 mm which is within the specification of 449.2-458.8 mm per guide wire product drawing. The outer diameter of the guide wire measured .520 mm which is within the specification of .508-.533 mm per guide wire product drawing. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions for use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The returned guide wire met all relevant dimensional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "guide wire showed flaking (broke) at the time of removal.". No patient harm reported. The patient's condition is reported as fine.